Event description:
It was reported that during an endovascular aortic aneurysm repair, difficulties were experienced introducing and advancing a bifurcated device and a suprarenal aortic extension. Reportedly, the devices were being implanted, one at a time; however, advancing of the sheaths and devices was difficult. The patient iliac arteries were tight and calcified, resulting in the reported advancing difficulties. The devices were ultimately deployed and implanted. Final angiogram run demonstrated good result. During arteriotomy closure, the sutures, which had been placed using pre-close technique at the beginning of the procedure, pulled out of the artery. The physician performed a cut down, and closed the arteriotomy surgically. Approximately 8 hours later, the patient had a left cold leg, and was taken back to the operating room. An emergent fem-by-fem bypass surgery was attempted; however, the patient died during that procedure. It was indicated that the cause of death was retroperitoneal bleeding.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: the patient was known to have chronic renal disease, and it was uncertain whether the severity of the bilateral iliac stenosis (5 mm diameter) and concentric calcium deposits were known prior the index procedure. Product use might have been incongruent with the IFU, and might have contributed to this complaint. The procedural difficulties introducing the sheath and retracting the wire from the left side, which resulted an elongated sheath placement within the external iliac, and an eventual femoral cut down to retract the wire, might have contributed to this complaint in the form of thrombosis formation, vessel damage and retroperitoneal bleed and death. No leaks were identified, but the intraoperative imaging was of poor quality and had limited diagnostic capacity. The patient was in shock post the first surgery, although another significant drop in hematocrit was seen during the second femoral-femoral bypass operation, as well as dic. The patient experienced a second massive blood loss (left flank retroperitoneal bleed) that was not visualized until four to five hours later. The cause of death was irreversible hypovolemic and cardiogenic shock; dic; retroperitoneal bleed. Based on the investigation findings, the most likely cause for the patient outcome and reported procedural events is related to the patient's vessel characteristics and co-morbidities. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.